Event description:
It was reported that the patient underwent a fusion procedure at l5-s1 on (B)(6) 2009. The surgeon performed a laminectomy l5, bilateral facetectomy l5-s1, laminectomy l4, two-thirds laminectomy l4 with bilateral facetectomy l4-l5 with an interbody device and l5-s1 interbody fusion using rhbmp-2/acs with resorbable ceramic granules, and pedicle screw fixation. It was reported that on (B)(6) 2012, the patient underwent foraminal stenosis and l5-s1 spondylolisthesis. The surgeon performed a pedicle screw fixation at l4-s1 with hydroxyapatite-coated screws, transverse process fusion l4-5, l5-s1 using rhbmp-2/acs and resorbable ceramic granules. Following the surgeries, patient began to develop radiating pain to his legs and a limp when he walks. Patient continues to suffer disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: lumbar herniated nucleus pulposus with discogenic back pain. For which, patient underwent following procedures: interbody fusion l4-l5, l5-s1 interbody fusion device l4-l5 interbody fusion device and l5-s1 interbody fusion with bmp, morcellized lamina bone. Transverse process fusion l4-5. Transverse process fusion l5-s1 with bmp, morcellized lamina bone, bone graft, pedicle screw fixation l4, l5, s1 using spinal instrumentation system o-arm guided stealth for screw placement l4, l5-s1, the CT guidance. Nims monitoring system bilateral extremities. Per op notes, surgeon selected an interbody fusion device, made a peak cage and packed it with bmp and tamped it into place, performing interbody fusion l4-5, l5-s1. I also used morcellized lamina bone in the space for the fusion. Surgeon placed bmp, morselized lamina bone, bone graft to perform bilateral transverse process fusion l4, l5, s1. Patient tolerated the procedure well with no complications reported. On (B)(6) 2012: patient presented with following pre-op diagnoses: l5-s1 spondylolisthesis; foraminal stenosis. For which, patient underwent following procedures: pedicle screw fixation l4, l5, s1 using hydroxyapatite-coated screw; transverse process fusion l4-5, l5-s1 using bmp morcellized lamina bone and bone graft; use of o-arm CT-guided stealth for screw placement; use of o-arm to verify screw placement, foraminotomies l5-s1 with facetectomies l5-s1 bilateral, nims monitoring system bilateral extremities.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.